Event description:
It has been reported to philips that the device gets stuck in self-test mode upon powering on.

Manufacturer narrative:
This report is based on information provided by philips repair service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus ic2 indicating that the device often gets stuck in self test mode on a loop when powered on. Remote support was provided, but no solution found at this stage. Device was forwarded to hugo in the UK for repair. At the bench the issue was confirmed and to resolve it, following steps taken : sbc, trizeps board (upgraded to trizeps 7) and camera replaced, sd card fitted with new h frame and then programmed, system board and rear cover refitted. The device was then tested and observed no issues. It was confirmed that unit now boots and performs within specifications. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.